Event description:
Hospital event(B)(6) 2018, (B)(4)- unspecified atrial flutter. Mbr did not refill gel-one. Mbr plans to wait until he is past the heart issues follow up before refilling his gel-one.